Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient felt pain on the implant site. Additional information was received indicating that the patient had a worsening fever. In addition, the patient noticed a scab on the lateral edge of the incision which the patient began to pick and scrub daily with soap and water. Thereafter, the patient experienced pocket pain and swelling which are indicative signs of infection. It was then found out that the patient had a leukocytosis. Hence, this right atrial (ra) lead was explanted. The patient was also given intravenous (IV) antibiotics. Moreover, the health care professional (hcp) will discuss re-implant once IV antibiotics were completed. No additional adverse patient effects were reported.